Event description:
Customer reported a current low blood glucose level, but the specific value was unknown, with the display indicating "low." Cause was not known. System check was performed by tandem technical support and the pump is functioning as intended. The customer took corrective action by consuming glucose tablets and was advised by technical support to consult their healthcare provider to discuss potential factors affecting their blood glucose levels.